Event description:
The customer reported on (B)(6) at 2:00 am his blood glucose was reading 241 mg/dl. When he woke up at 8:45 am his bg rose to 375 mg/dl so he immediately took the pod off. He noticed there was no cannula coming out of the pod. He stated that he was sure that the needle did deploy, as he felt it inserted into the infusion site and he could also see a small red "dot" where the cannula should have inserted.

Manufacturer narrative:
The product was not returned for evaluation. We are unable to confirm the reported failure of the needle mechanism to deploy the cannula or to determine its root cause. Qualification records were reviewed and the product lot met all acceptance criteria.